Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported he has a huge hematoma that is the size of his fist. His doctor told him that he most likely hit a vein because there was so much blood. Customer's blood glucose reading was 122 mg/dl. Nothing further reported.